Event description:
Loss of osseointegration. Since the product has been returned and the material number has been changed, it has concluded in an update that is provided in this follow-up report.

Event description:
Loss of osseointegration. Since the product has been returned and the material number has been changed, it has concluded in an update that is provided in this follow-up report. Since the evaluation conclusion code has been corrected, it has been included in an update that is provided in this follow-up report.

Event description:
Loss of osseointegration.